Manufacturer narrative:
The reported events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; seroma.

Event description:
Patient reported "pain", "stiffening" and "taking different shape,", capsular contracture, baker grade unknown, "seroma" as well as "patients dream became a nightmare." This for the right side. Device remains implanted.